Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed, non-sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention or additional information was reported.